Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were having trouble picking up the foley temperature on the arctic sun device. They tried the esophageal probe, but it still did not measure the temperature, so they changed devices. They were not getting the temperature reading on the new device either. The temperature-in cable was plugged in temperature port 2. Moved cable to temperature port 1, but the foley still did not register. The foley would not on the bedside monitor. Connected the esophageal probe to the device. Temperature displayed with cable in temperature port 1 via the esophageal probe on device.

Event description:
It was reported that they were having trouble picking up the foley temperature on the arctic sun device. They tried the esophageal probe, but it still did not measure the temperature, so they changed devices. They were not getting the temperature reading on the new device either. The temperature-in cable was plugged in temperature port 2. Moved cable to temperature port 1, but the foley still did not register. The foley would not on the bedside monitor. Connected the esophageal probe to the device. Temperature displayed with cable in temperature port 1 via the esophageal probe on device.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.